Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Medtronic reported that this system was explanted/capped and replaced with their system. No reason was given. No adverse patient side effects were reported. Attempts to obtain additional information have been unsuccessful. Should additional information become available, this event will be updated.